Event description:
Pt developed lingual edema prolonged use (approx 5 hours) of an inappropriate large (size 2 1/2) lma airway. Postoperatively, the edema resolved with time and treatment with dexamethasone.